Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet experienced an episode of severe hypoglycemia during sleep following multiple dinner announcements, with reported loss of cgm data and subsequent adaptive increases in meal dosing that preceded the low glucose event. Symptoms included hypoglycemia. Outcomes included no reported injury requiring medical intervention and no hospitalization. Investigation included a review of available device and cgm data and user feedback. Investigation of this case revealed that cgm data loss occurred postprandially and the system adapted upward between meal announcements, after which dosing trended downward on subsequent use. It was concluded that the cause of the hypoglycemia was unclear and that continued use with standard alerts and prompt responses was advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.